Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6 estimated date d4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported in a general comment that during use of an unspecified bmw guide wire (gw) when attempting to load an unspecified balloon dilatation catheter (bdc), friction was noted and the bdc became stuck with gw. Therefore, the gw and bdc had to be removed as a single unit. Another bmw gw was used to continue the procedure. There was no adverse patient effect and no clinically delay reported in the procedure. No additional information was provided.